Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had surgery and they had to take off the insulin pump at the hospital. The customer stated that the device was dropped and had a cracks and it was put in a bag but was not turned off and got wet with insulin. Blood glucose value is unknown. The customer did not have the insulin pump at the time of the call and was unable to troubleshoot. The insulin pump was not replaced or returned for analysis.